Event description:
The customer states falsely elevated architect prolactin results which questioned by physician on one (B)(6) old female patient. This patient had prolactin performed on architect few times; sid (B)(6) in 2020 to 2022, results ranging between 70 to 100 ug/l. The results provided were: on (B)(6) 2022 sid (B)(6) =96.2 ug/l customer reference range=5.2 to 27 ug/l /send out to in common lab=31 ug/l reference range=< 25 ug/l; macroprolactin=0.421 positive > 0.4 sid (B)(6) =106.4 g/l /on (B)(6) 2021 sid (B)(6)= 87.4 ug/l /(B)(6)2022 sid (B)(6) = 69.5 ug/l /on (B)(6) 2020 sid (B)(6) = 76.7 ug/l /on (B)(6) 2020 sid (B)(6) = 85.9 ug/l. The customer had MRI scan with IV contrast for pituitary due to falsely elevated architect prolactin results and multiple visits to endocrine clinic and repeating blood testing. Per architect prolactin package insert: prolactin may exist in alternate structural forms (e.g., macroprolactin)19-22 which may exhibit variable levels of physiological activity. In patients with elevated prolactin results, additional information may be required for diagnosis. No further impact to patient management.

Manufacturer narrative:
Patient identifier: sid=(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Updated section d3 email address for medical device contact person and g1 manufactures site email to (B)(6) from (B)(6). The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for architect prolactin reagent lot 28258ud00. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. Accuracy testing was performed using a retained kit of lot 28258ud00 with panels, which mimic patient samples, and all specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Per product labeling for diagnostic purposes, results should be used in conjunction with other data; e.g., symptoms, results of other tests, clinical impressions, etc. If the prolactin results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Based on the investigation no product deficiency was identified for the architect prolactin reagent lot 28258ud00.